Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is in the same family to a device marketed in the u.s. (B)(4).

Event description:
It was reported that the device might have produced noise due to an external interference source as there were two af/at (atrial flutter/atrial tachycardia) episodes detected. It was noted that on both the atrial and ventricular egms (electrograms) noise was present. The device remains in use. No patient complications have been reported as a result of this event.